Manufacturer narrative:
A visual examination of the returned device confirmed that the cutting wire was broken, and the exposed cutting wire and the ends of the cutting wire were charred and blackened, (see figure 1, page 3) indicating that excessive electrical current flowed through the device. The cause of the excessive current is unk, although possible causes include; (1) improper tome position allowed the cutting wire to contact the endoscope which resulted in a short circuit and (2) excessive power was applied to the cutting wire due to improper generator settings. A review of the complaint database did not identify any add'l complaints for this lot. The device history record for this lot was reviewed; no related issues were noted. The april 2008 15-month autotome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
An autotome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in a (pt age, gender, and weight unk) in 2008. According to the complainant,.."...the cut wire was torn. Note of the torn...[cutting wire] remained inside the pt." A second autotome rx sphincterotome was used to complete the procedure. No pt complications were reported as a result of this event.